Event description:
It was reported that a patient presented with post-paved t-wave over-sensing noted on the patient's pacemaker. Programming changes were recommended. No intervention or adverse patient consequences were reported.